Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a change of caretaker. The peritonitis was manifested by turbid pd effluent and abdominal pain. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intravenous, every 96 hour, ongoing), ceftazidime injection (1gm, intravenous, once daily, ongoing), and norad injection (09ml/hour, intravenous, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. The caretaker was retrained on proper aseptic technique. No additional information is available.